Event description:
On (B)(6) 2013, it was reported that the screen of the subject pump was dimming and changing colors. The information provided also indicated that there were spots forming a line from the top to the bottom of the pump. The issue was observed last week. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. A replacement pump was sent to the lay user.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on investigation, the pump powered on with a dim, discolored display. A test display was attached to the pump and illuminated properly and was clearly legible.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.